Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation with the lead or patient complications. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was attempted due to patient anatomy difficulty.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.